Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that a cartridge did not fit securely onto the pump. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. Customer¿s blood glucose level was 175 mg/dl..